Manufacturer narrative:
The involved sample was returned for evaluation. The sample was decontaminated, visually examined and leak tested. The centrifugal pump was confirmed to function properly and no abnormalities were noted during any of the testing. Based upon the available information, the cause for the reported event cannot be definitively determined. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any product related problems. A review of the complaint records confirmed that this lot number has not been reported previously. There is no available evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that blood began leaking from the output of the centrifugal during a case. There was reportedly no harm to the patient and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be between 200-300cc. Additional event specific information was not available.